Event description:
It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using the pinnacle pfr kit, the physician could not get the needle through the ligament, and when he pulled the needle back, it detached inside the patient and could not be located or retrieved. The procedure was completed with another of the same device, and the patient is reported to be "fine".

Manufacturer narrative:
The complainant indicated that the device was disposed; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.